Event description:
It was reported that two catheters slid out upon removal of sutures with no evidence of ingrowth.

Manufacturer narrative:
An investigation has been initiated. Requests have been made for add'l info regarding the devices and events. When the investigation is complete, a final report will be submitted.